Manufacturer narrative:
It was reportd that, during gender affirming bilateral mastectomy with free nipple graft, "there were 2 units in use" and "each unit had a non-medtronic pen plugged into the monopolar port. Unit also had a non-medtronic rem pad plugged into the rem pad port the non-medtronic rem pad was placed on the patient's upper thigh." "The monopolar settings were set to 60/60." "The patient suddenly started to brady down while using both hand pieces." "The patient ended up in asystole and chest compressions had to be performed." It was reported, that "rosc (return of spontaneous circulation) was achieved, and the patient was brought to the pacu (post-anesthesia care unit) extubated." "The surgical time and hospitalization were extended, and the patient is now in the ICU.". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The patient suddenly started to brady down while using both handpieces."